Manufacturer narrative:
Follow-up # 1: date of submission: 1/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during visual inspection of the pump, it was observed that the display lens was cracked in multiple places. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (damaged) issue. It was reported that the display screen was damaged and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.